Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages with multiple cartridges during the load process. Reportedly, the cartridges were filled with 300 units of insulin. There was no impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully and resume insulin delivery.